Event description:
As part of a legal dispute intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci si nerve sparing radical hysterectomy type iii, bilateral pelvic lymphadenectomy, bilateral salpingectomy, bilateral oophoropexy for cervical cancer on (B)(6) 2012. Intuitive surgical was provided with the operative report. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. There was no report of an intraoperative complication. The patient was discharged home in good condition on (B)(6) 2012. On (B)(6) 2012 patient presented with small bowel prolapsing through the vagina. She was diagnosed with vaginal cuff dehiscence, taken to the operating room for repair.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the injury sustained by the patient. The operative reports do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient sustained a vaginal cuff dehiscence during a da vinci surgical procedure.